Event description:
The customer reported being hospitalized due to low blood glucose levels, with a reading of 24 mg/dl. The customer stated that he may have given himself too much insulin that day. The customer also stated that he damaged the insulin pump when he crashed his dirtbike. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.